Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was prepared for leak testing, however, an attempt to purge the sheath of air was unsuccessful as the device was observed to leak from the proximal end of the sheath. Microscopic inspection of the hemostatic valve identified that both the inner and outer valves were torn, and that both valves were deformed and not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific.

Event description:
It was reported that a faradrive steerable sheath during a pulmonary vein isolation procedure to treat an atrial fibrillation (a fib) aspirated air. When the sheath was positioned inside the left atrium and a farawave catheter was inserted in the faradrive sheath, aspiration was performed and air got inside sheath. No air was noted int the patient. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during a pulmonary vein isolation procedure to treat an atrial fibrillation (a fib) aspirated air. When the sheath was positioned inside the left atrium and a farawave catheter was inserted in the faradrive sheath, aspiration was performed and air got inside sheath. No air was noted int the patient. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is expected to be returned for analysis.